Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed, and a damaged power port was observed. A review of the event history log revealed ¿improper shutdown¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the damaged alternating current power port on the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off while running. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.